Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the set screw broke off from the tulip head of the multi axial screw. The patient will undergo a revision to replace the broken screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.